Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Media analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. However, media analysis was reviewed. A returned photo was showing a break in the hypotube and a kink near the break site. Returned media confirmed the reported allegation.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention. A 28 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, during the insertion of stent in the guide catheter, the stent shaft in the hub part was cut off. The shaft of the device was also noted to be kinked. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention. A 28 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, during the insertion of stent in the guide catheter, the stent shaft in the hub part was cut off. The shaft of the device was also noted to be kinked. The procedure was completed with another of same device. There were no patient complications.